Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (system speaker hums) was confirmed due to a leaking q2 component on the computer/analog pca board. The monitor was unable to fire pulses or pass detect and treat testing. The root cause of the leaking q2 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor has system speaker hums.